Manufacturer narrative:
Results: the ace68 was stretched approximately 117.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed that the catheter was stretched. If the device is forcefully manipulated during use or forcefully retracted against resistance, damage such as stretching may occur. A stainless steel mandrel was able to be advanced through the returned ace68 without an issue. The stretched location in the catheter shaft was likely the reported weak spot. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(4). The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68). While the physician was making a pass in the target vessel using the ace68, he reported that the ace68 was "not performing correctly". The ace68 was retracted and the physician then found that the ace68 had a "weak spot". The ace68 was, therefore, no longer used in the procedure. There was no report of an adverse effect to the patient. No additional information is available.